Event description:
It was reported when using the syringe 0.5ml 30ga 8mm 7bag 420cas jp, the device experienced the hub separating from the product. This event occurred three times. The following information was provided by the initial reporter. The customer stated: when removing the shield, the needle with the shied was separated from the barrel.

Manufacturer narrative:
H6: investigation summary: customer returned several images of 3 syringes with a polybag labeled for 0.5ml, 30 gauge, 8mm syringes from lot 9231040. The 3 syringes have had their needle shields and hubs separate from their barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch# 9231040. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pull. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported when using the syringe 0.5ml 30ga 8mm 7bag 420cas jp, the device experienced the hub separating from the product. This event occurred three times. The following information was provided by the initial reporter. The customer stated: when removing the shield, the needle with the shied was separated from the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.